Event description:
Patient underwent embolization of a left internal carotid aneurysm. Coils were placed into the aneurysm successfully. Then, as the catalyst-5 support catheter was being re-positioned in preparation for placement of the flow diverter, it was noted that the ring-like distal tip radiopaque marker of the catatyst-5 catheter was in the left middle cerebral artery area. This was confirmed on angiography. The catalyst-5 catheter was removed and inspected confirming the absence of the distal marker. Efforts to remove the marker, using a variety of devices were unsuccessful. CT scan of brain performed after the procedure confirmed a subarachnoid hemorrhage in the sylvian fissure.